Event description:
It was reported that during a lap cholecystectomy procedure, the ligamax fired one, mishaped clip then jammed, locked out and never fired another clip despite multiple attempts. Case completed with another device. No patient consequence.